Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. To verify the reported condition, the fill port cap was removed. Upon removal, a rapid back-flow (leak) was observed at the fill port. Visual examination of the device revealed the cause of the leak was a 1.3-mm dark gray particle consistent with rubber used for drug vial septa trapped between the check band and the stress member. This material is not present at the manufacturing plant; therefore, the cause was determined to be human factors. No other observations were noted on the unit.

Event description:
It was reported that an infusor leaked. The nurse had filled the device with about 40 ml of 5fu when the device started to leak from the "point of filling". There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample has been received for evaluation. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.